Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not alarm for a distal occlusion. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.